Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0265876. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that 5 relion® insulin syringes experienced stopper deformation. The following information was provided by the initial reporter: consumer reported "stopper appears warped" and she is unable to use syringe. 5 syringes affected.

Event description:
It was reported that 5 relion® insulin syringes experienced stopper deformation. The following information was provided by the initial reporter: consumer reported "stopper appears warped" and she is unable to use syringe. 5 syringes affected.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.